Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: traces of radio opaque solution were detected into the inflation line; in particular the distal line was occluded by dried residual od radiopaque solution. Negative pressure was applied on both luer ports and a leakage was detected on the proximal port to test the distal balloon a needle was bonded on the inflation line and, using a syringe filled by colored water, the balloon was inflated to 6mm. The proximal balloon was tested directly connecting a syringe to the luer port and inflating the balloon till 10 mm. After 30 minutes no pinhole was found, however proximal balloon od decreased a few mm. To detect the leakage source, the upper semi-shell of the hub was removed and a little traces of the red liquid used for balloon inflation was noticed over the luer bonding zone of the proximal line. By using a vaclok syringe filled with red water, negative pressure was applied: the red liquid re-crossed the proximal luer bonding zone and then bubbles rose from the inflation line.

Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device to treat a lesion in the left external carotid artery. The lesion exhibited moderate tortuosity, 95 ¿ 98 % stenosis, and was a normal aortic arch with separate three great vessels. The mo.ma device was inspected and prepped prior to use with no issues noted. T-safety valve used during the purging procedure. No difficulty/friction noted when loading the device onto guidewire. No resistance encountered when advancing the device, the device did not pass through a previously-deployed stent. As per the moma ultra device, both balloons (distal eca balloon and proximal cca balloon) were inflated throughout the procedure but were both deflating slowly (after 5-6 minutes) during the procedure on the first inflation. It was reported that during the procedure there was a problem because of leakage when the balloon(s) was inflated and not blocking blood flow. No clinical sequelae or patient injury was reported for this event.

Manufacturer narrative:
Evaluation results: limited information root cause is undetermined .evaluation conclusion: limited information root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.